Event description:
User received the proficiency survey participant report and found they failed one sample for benzodiazepine. Originally reported result was 884 ng/ml. User repeated the sample when report was received in 2008. Using different reagent lot, the result was 1281 ng/ml. The known concentration of the sample was 1000 ng/ml. No patient samples were involved. The user had begun using a new lot of reagent. The result obtained on the new reagent with the same survey sample produced acceptable results.